Manufacturer narrative:
Unfortunately, the needle sample was not available for review and therefore we are unable to determine a root cause based upon the info available. A review of the device history record and the raw material history files for the reported lot showed no recorded quality problems or rejections related to this incident.

Event description:
Needle broke off inside the pt right at the hub. Needle was removed from the pt with a forcep. No reported pt issue.